Manufacturer narrative:
Conclusion: the device investigations show damage to the wires of the active electrode array, which is typical for occurring during surgical intervention, e.g. Electrode insertion attempt at implantation. No other damages have been identified which could explain the reported problem. Review of device history records and in-house measurements do not show any abnormality, confirming that the device was manufactured and released according to specifications. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery. Other damages found during device investigations are most likely related to the explantation surgery. This is a final report.

Event description:
During initial activation in (B)(6) 2017, in situ measurements showed 4 apical affected channels. Hearing performance with the device at 3 months post implantation was reported to be satisfactory. However, the recipient was re-implanted in (B)(6) 2017 so that apical channels would also be available for stimulation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During initial activation, in situ measurements showed 4 apical channels affected. Hearing performance with the device is satisfactory. The patient will be re-implanted so that apical channels will also be available for stimulation.